Manufacturer narrative:
Qn# (B)(4). The device involved was not returned to the manufacturer for evaluation. However, a variant model from the same family was use for the "verification of failure mode reported in the current manufacturing process". Samples were taken from the current production and were visually inspected. The issue reported was not observed in the current manufacturing process. A device history record review could not be conducted since the lot number was not provided. A reocrd assessment (fmea) was conducted and not update is required. It is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. Customer complaint cannot be confirmed. Root cause is unknown. No corrective actions can be established. (Continued) other remarks: if the sample becomes available at a later date, this report will be updated accordingly. Teleflex will continue to monitor customer feedback for complaints of this nature.

Event description:
Customer complaint alleges "connector on the et tube dislodged during use while the patient was being ventilated in the ICU". No patient injury or consequence was reported. Patient condition reported as fine.